Manufacturer narrative:
The lead was returned and evaluated. The device had been cut into two pieces with 60 cm and 4.5 cm segments. Dc resistance and hi-pot testing were unable to be performed due to the device being cut into two pieces. The connector pin, large boot outer diameter, and helix height all met specification. The length of the lead was out of specification with the two returned pieces measuring 64.5 cm while specification is 52.8 cm - 55.4 cm. The inner coil was pulled giving deformation and coil separation to the outer coil which is accounting for the extra length. Visually the small seal has fm around the first seal. The longer segment outer tubing has abrasions, kinks, and deformed coil with fm inside. The shorter segment has a 3 mm long cut in the outer tubing. The donut is covered with fm. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. Risk documentation was also reviewed, however, no conclusions could be drawn since the myopore lead is implanted as part of a complex pacing system therefore making it very difficult to determine the cause of the patient's symptoms. It may be related to device malfunction, inherent procedural complication, patient condition or anatomy, etc. A root cause is not able to be determined at this time. The lead was badly damaged so electrical testing could not be performed to determine if the lead was functioning appropriately. The device is part of several implanted components that comprise a pacing system. Greatbatch medical is unable to determine if the subject device contributed to the event. All records indicate the device met specification prior to leaving greatbatch medical.

Event description:
It was reported that the patient had experienced recurrent episodes of chest pain and shortness of breath post implant and requested the system to be removed. No cause for his symptoms would be identified despite extensive workup. The system was removed (B)(6) 2015 and this lead was capped. The patient tolerated the procedure well and no complications were noted.